Event description:
Antibiotics were administered through medisystems dialysis priming set into subclavian catheter. Nurse was unable to disconnect IV set from catheter at the conclusion of the infusion. While attempting to disconnect the IV set, the end of the IV set broke.